Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a boil under the garment shoulder strap. The patient had the boil removed and the physician repacked the area every couple days. Follow up indicated the area was improving.